Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator (epg) was returned and analyzed, and confirmed the customer comment that the upper and lower cases were broken and contaminated. It also found that the ventricle output connector was missing, the battery release, lead flex cover, heart block, ring cover and heart wire contacts were contaminated, two side bail covers broken, the battery contacts compressed, the ring bent, the battery drawer broken and contaminated and the keyboard pad contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had broken connectors and "standoffs," a missing ventricular input, and cracked upper and lower cases. The epg was returned for repair. There was no patient involvement.